Event description:
It has been reported to philips that the geometry module has an issue with one button (move up detector). No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment/non-emergency treatment got completed by manually pulling up the detector. The philips field service engineer (fse) inspected the system onsite and confirmed the issue with the pull up switch detector of geo module. The fse replaced the geo module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.